Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported the device failed to power on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.

Event description:
The customer reported the device failed to power on and it displayed a red x in the ready-for-use indicator (rfu). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.there was no reported patient involvement.